Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right pelvic pain"), fallopian tube perforation ("essure device location of device: perforated right tube"), device breakage ("device breakage") and device expulsion ("migration of essure devices location of device: uterine cavity and cornu") in a female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ana positive, hypothyroidism and lyme disease. Concomitant products included doxylamine succinate (unisom) since 2012, lactobacillus acidophilus (microgenics probiotic 8) from 2016 to 2017, levothyroxine since 1993, magnesium since 2010, melatonin since 2010 and vitamin-b-komplex standard (vitamin b complex) from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness and tingling, in extremities") and paraesthesia ("numbness and tingling, in extremities"). In 2015, the patient experienced weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and the first episode of back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), antinuclear antibody positive ("autoimmune issues :ana positive for homogenous,/under active thyroid"), abdominal distension ("bloating"), headache ("headaches"), the second episode of back pain ("back pain"), depression ("depression") with feeling abnormal, anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash and pruritus and complication of device removal ("retain the essure device or any portion of it: yes"). The patient was treated with surgery (to remove the essure implant), surgery (hysterectomy with unilateral salpingooophorectomy), surgery (hysterectomy with unilateral salpingooophorectomy) and surgery (hysterectomy with unilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the fallopian tube perforation, device breakage, device expulsion, antinuclear antibody positive, abdominal distension, headache, the last episode of back pain, depression, anxiety, allergy to metals, hypoaesthesia, paraesthesia and complication of device removal outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, antinuclear antibody positive, anxiety, complication of device removal, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, headache, hypoaesthesia, paraesthesia, pelvic pain, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: at this point, the notch was visualized and the device was deployed with 3 springs showing. At the end of the procedure on the left, there were 3 coils extended. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 136/80 mmhg hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion. Ultrasound scan - on an unknown date: bilateral essure coils visualized at the cornua hsg done (B)(6) 2011 did not show complete blockage of both tubes. (As per mr) transabdominal scan: uterus is normal in appearance. Bilaterally essure coils are visualized at the cornua bilaterally, right ovary is normal in appearance, left ovary is not visualized, a left para tubal cyst is present and measures: 1,5 cm, transvaginal scan: uterus is normal in appearance. The essure coils are seen in correct position.right ovary is not normal in appearance. Complex area as noted above. Recommend follow up ultrasound in 6-8 weeks to assess for resolution. Left ovary is normal in appearance. Stable para tubal cyst. .CT scan showed a left para tubal cyst and small right ovarian cyst. Most resent ultrasound showed a small follicle cyst on her right ovary and left para tubal cyst ana on (B)(6) 2017, was positive with homogeneous 1 :160. Her crp was also slightly elevated at 0.85. Rheumatoid factor, and c3 and c4, which were negative. The removal proved difficult and small fragments were retained that were seen on x-ray. There were 2 residual fragments seen on x-ray . Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device breakage, device expulsion, fallopian tube perforation . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as allergic reactions have been replaced with nickel allergy, autoimmune disorder type of disorder: ana positive for homogenous, rashes or skin conditions type: itchy rash around hips, migration of essure device location of device: perforated right tube, device breakage, pain, perforation (fallopiantube(s)), fatigue, weight gain, hair loss, itching, numbness and tingling, in extremities, bloating, brain fog. Pain in right side clubbed with pelvic pain, complication of device removal. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right pelvic pain"), fallopian tube perforation ("essure device location of device: perforated right tube"), device breakage ("device breakage") and device expulsion ("migration of essure devices location of device: uterine cavity and cornu") in a female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ana positive, hypothyroidism and lyme disease. Concomitant products included doxylamine succinate (unisom) since 2012, lactobacillus acidophilus (microgenics probiotic 8) from 2016 to 2017, levothyroxine since 1993, magnesium since 2010, melatonin since 2010 and vitamin-b-complex standard (vitamin b complex) from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness and tingling, in extremities") and paraesthesia ("numbness and tingling, in extremities"). In 2015, the patient experienced weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and the first episode of back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), antinuclear antibody positive ("autoimmune issues :ana positive for homogenous,/under active thyroid"), abdominal distension ("bloating"), headache ("headaches"), the second episode of back pain ("back pain"), depression ("depression") with feeling abnormal, anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash and pruritus and complication of device removal ("retain the essure device or any portion of it: yes"). The patient was treated with surgery (to remove the essure implant), surgery (hysterectomy with unilateral salpingooophorectomy), surgery (hysterectomy with unilateral salpingooophorectomy) and surgery (hysterectomy with unilateral salpingooophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the fallopian tube perforation, device breakage, device expulsion, antinuclear antibody positive, abdominal distension, headache, the last episode of back pain, depression, anxiety, allergy to metals, hypoaesthesia, paraesthesia and complication of device removal outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, antinuclear antibody positive, anxiety, complication of device removal, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, headache, hypoaesthesia, paraesthesia, pelvic pain, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: at this point, the notch was visualized and the device was deployed with 3 springs showing. At the end of the procedure on the left, there were 3 coils extended. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 136/80 mmhg hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion. Ultrasound scan - on an unknown date: bilateral essure coils visualized at the cornua hsg done (B)(6) 2011 did not show complete blockage of both tubes. (As per mr) transabdominal scan: uterus is normal in appearance. Bilaterally essure coils are visualized at the cornua bilaterally, right ovary is normal in appearance, left ovary is not visualized, a left para tubal cyst is present and measures: 1,5 cm, transvaginal scan: uterus is normal in appearance. The essure coils are seen in correct position. Right ovary is not normal in appearance. Complex area as noted above. Recommend follow up ultrasound in 6-8 weeks to assess for resolution. Left ovary is normal in appearance. Stable para tubal cyst. .CT scan showed a left para tubal cyst and small right ovarian cyst. Most resent ultrasound showed a small follicle cyst on her right ovary and left para tubal cyst ana on (B)(6) 2017, was positive with homogeneous 1 :160. Her crp was also slightly elevated at 0.85. Rheumatoid factor, and c3 and c4, which were negative. The removal proved difficult and small fragments were retained that were seen on x-ray. There were 2 residual fragments seen on x-ray. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device breakage, device expulsion, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/right pelvic pain'), fallopian tube perforation ('essure device location of device: perforated right tube'), device breakage ('device breakage') and device expulsion ('migration of essure devices location of device: uterine cavity and cornu') in a female patient who had essure (batch no. 809008) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ana positive, hypothyroidism and lyme disease. Concomitant products included doxylamine succinate (unisom) since 2012, lactobacillus acidophilus (microgenics probiotic 8) from 2016 to 2017, levothyroxine since 1993, magnesium since 2010, melatonin since 2010 and vitamin b complex from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced hypoaesthesia ("numbness and tingling, in extremities") and paraesthesia ("numbness and tingling, in extremities"). In 2015, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and the first episode of back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), the second episode of back pain ("back pain"), depression ("depression") with feeling abnormal, anxiety ("anxiety"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") with rash and pruritus and complication of device removal ("he told her husband he was not sure he got everything during removal ") and was found to have antinuclear antibody positive ("autoimmune issues :ana positive for homogenous,/under active thyroid"). The patient was treated with surgery (hysterectomy with unilateral salpingooophorectomy, hysterectomy with unilateral salpingooophorectomy and to remove the essure implant). Essure was removed on 20-jun-2017. At the time of the report, the pelvic pain and fatigue had resolved, the fallopian tube perforation, device breakage, device expulsion, antinuclear antibody positive, abdominal distension, headache, the last episode of back pain, depression, anxiety, allergy to metals, hypoaesthesia, paraesthesia and complication of device removal outcome was unknown and the weight increased and alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, antinuclear antibody positive, anxiety, complication of device removal, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, headache, hypoaesthesia, paraesthesia, pelvic pain, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: at this point of insertion, the notch was visualized and the device was deployed with 3 springs showing. At the end of the procedure on the left, there were 3 coils extended. After essure removal patient reported in social medial she know many women who had positive experiences with her docztor but she would not recommend him because he left fragments in her uterus. There are other women in this group who have gone to this doctor for tubes/essure removal and he left behind fragments in them as well (see ref# 2019-109270) ended up going to another surgeon for a hysterectomy. He told her husband he was not sure he got everything during removal which was weird to her because as a doctor who had inserted and removed 100's of these devices it seems would know for certain whether it was removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: results: 136/80 mmhg. Hysterosalpingogram - on 12-sep-2011: results: total bilateral occlusion; on (B)(6) 2011: results: unilateral occlusion. Ultrasound scan - on an unknown date: results: bilateral essure coils visualized at the cornua. Diagnostic results: hsg done 12sep11 did not show complete blockage of both tubes. (As per mr) transabdominal scan: uterus is normal in appearance. Bilaterally essure coils are visualized at the cornua bilaterally, right ovary is normal in appearance, left ovary is not visualized, a left para tubal cyst is present and measures: 1,5 cm, transvaginal scan: uterus is normal in appearance. The essure coils are seen in correct position.right ovary is not normal in appearance. Complex area as noted above. Recommend follow up ultrasound in 6-8 weeks to assess for resolution. Left ovary is normal in appearance. Stable para tubal cyst. .CT scan showed a left para tubal cyst and small right ovarian cyst. Most resent ultrasound showed a small follicle cyst on her right ovary and left para tubal cyst ana on april 7, 2017, was positive with homogeneous 1 :160. Her crp was also slightly elevated at 0.85. Rheumatoid factor, and c3 and c4, which were negative. The removal proved difficult and small fragments were retained that were seen on x-ray. There were 2 residual fragments seen on x-ray concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device breakage, device expulsion, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: this case was detected to be a duplicate to case record (social media case) us-bayer-2019-108456 (2951250-2019-02607 - medwatch 3500a MFR number) which will be deleted after all information was transferred to this retained case (us-bayer-2017-211206). New: linked summary case: 2019-109270 event term complication of device removal was amended. Comment amended: "after essure removal patient reported in social medial she know many women who had positive experiences with her docztor but she would not recommend him because he left fragments in her uterus. There are other women in this group who have gone to this doctor for tubes/essure removal and he left behind fragments in them as well (see ref# 2019-109270) ended up going to another surgeon for a hysterectomy. He told her husband he was not sure he got everything during removal which was weird to her because as a doctor who had inserted and removed 100's of these devices it seems would know for certain whether it was removed. " incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), weight increased ("weight gain"), hypersensitivity ("allergic reactions"), headache ("headaches"), back pain ("back pain"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, weight increased, hypersensitivity, headache, back pain, abdominal distension, depression, anxiety and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, back pain, depression, headache, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.